Manufacturer narrative:
Pc-(B)(4). Date sent: 03/14/2023 d4: batch # 827a78 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh25b device arrived with no apparent damage, with all staples protruding inside the pockets and with the breakaway washer uncut and without marks. The device was tested with the returned washer for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples meet the staple form release criteria. No anvil issues were noted at any time during the analysis. The condition of the washer indicates that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition, if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: for removal. To safely release the device from the newly formed anastomosis, turn the adjusting knob counter-clockwise for two complete revolutions. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 827a78, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a robot high anterior resection, the robot arm clamped the locking spring strongly, and it broke. The anvil could not be attached to the device. The device was used on the rectum. The device was used as is and another anvil was used to complete the case. There were no adverse consequences to the patient. No further information is available.